Event description:
A user facility reported to olympus, that the evis exera duodenovideoscope elevator wire broke. The event occurred during preparation for use. Upon inspection and testing of the customer returned device, foreign material was found in the scope forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, forceps elevator wire cut, connecting tube wrinkled, scope connector cover scratched, switch box scratched, universal cord scratched/dented, suction cylinder shaved, due to wear of angle wire, bending angle in up/right direction did not meet the standard value, due to wear of angle wire, the play of up/down and right/left knob out of the standard value, and due to damage on forceps elevator wire, the forceps did not rise up. . The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the reprocessing steps recommended in IFU were not performed completely due to the forceps elevator malfunctioned by the snapped k-wire, which made foreign material remain at/around the forceps elevator. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: IFU (reprocessing manual) states infection risk caused by insufficient reprocessing as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.